Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A review of the production record was performed. The production record review showed there were one approved temporary deviation notice and a nonconformance in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria .a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A clinic manager reported that during a hemodialysis (hd) treatment, there was a dialyzer blood leak. In a follow up, the clinic manager reported that the blood leak occurred immediately at the start of the hd treatment. Manager explained that the leak was visually seen immediately and treatment was stopped before the blood was in dialysate and before machine could alarm.the blood leak was described as being an internal blood leak. The leak was visually observed in the fibers within the dialyzer. A fresenius 2008t machine was being used. Blood leak test strips were not used. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was > 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that during a hemodialysis (hd) treatment, there was a dialyzer blood leak. In a follow up, the clinic manager reported that the blood leak occurred immediately at the start of the hd treatment. Manager explained that the leak was visually seen immediately and treatment was stopped before the blood was in dialysate and before machine could alarm.the blood leak was described as being an internal blood leak. The leak was visually observed in the fibers within the dialyzer. A fresenius 2008t machine was being used. Blood leak test strips were not used. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was > 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.